Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging and had high impedances. The patient underwent ipg replacement procedure wherein an MRI compatible ipg was implanted and was doing well postoperatively. The explanted ipg was not returned to per hospital policy.